Event description:
A 26 mm diameter x 15 mm diameter 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt developed a proximal type 1 endoleak. The endoleak was treated with coils, which were placed in the proximally; the stent graft was explanted. Medtronic received the explanted stent and its analysis is pending.